Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away due to sepsis and multi-system organ failure. The outcome was not considered device or therapy related. The heartmate 3 device was working as expected for the whole time of support. An autopsy was not performed. The device was not explanted and would not be returned for evaluation.

Event description:
Due to patient privacy laws, the managing hospital would not communicate patient outcome information. Based on a review of available patient¿s record and a request for patient outcome, there were no device issues at the time of the patient outcome.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not be conclusively determined through this evaluation. Due to patient privacy laws, the managing hospital would not communicate further patient outcome information. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the IFU can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. B, and patient handbook, rev. B, are currently available. The IFU lists adverse events, including sepsis and multiple types of organ failure and dysfunction, that may be associated with the use of the heartmate 3 left ventricular assist system. Although only sepsis was reported, the IFU lists infection as a potential late postimplant complication. Several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection. The IFU also provides the suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.